Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply bag was becoming disconnected during peritoneal dialysis therapy. This event occurred during use while the patient was connected in fill five of five. The technical service representative helped end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.